Event description:
It was reported that 3 days post implant the patient felt a prickly pain around the chest. A computed tomography (CT) scan revealed suspicion of cardiac perforation. Surgery was performed to close the perforation and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).